Event description:
It was reported that the patient currently enrolled in the product surveillance registry study presented to the emergency room (ER) with chest pain. An x-ray revealed the right ventricular (rv) lead had dislodged. Impedance, pacing and sensing parameters remain within normal limits. No action has been taken at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).